Event description:
It was reported that the customer experienced high blood glucose of 567 mg/dl and went into diabetic ketoacidosis. Customer had been receiving no delivery alarms all day. The infusion set was changed out five times. Customer's mother stated that they changed the battery, reservoir, infusion set, insulin and site. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.